Manufacturer narrative:
Customer¿s reported complaint of a free flow event occurring during preventive maintenance was not confirmed; however free flow events were replicated during testing. Details of the reported complaint could not be ascertained with only device logs made available for this investigation. An inspection of the source device identified the platen assembly missing, which is a critical component for the pumping and pressure systems to operate within the pump. Test results confirmed source pump module will exhibit fluid free flow with the absence of the platen assembly on the unit. Additional, when returned pump is installed, as it was designed, with a platen assembly, pump module will not exhibit fluid free flow and pass asm rate accuracy testing. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the free flow event occurred during preventive maintenance, there was no patient involvement. The facility biomed tested the lvp and used 3 different primary sets and replaced the pivot latch however the device continued to free flow.